Manufacturer narrative:
The technician replaced the head down solenoid to repair the bed.

Event description:
Info received indicates, the bed has no head up function. The head section is stuck in the down position.